Manufacturer narrative:
H11: internal complaint reference: case: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during the arthroscopy procedure, the plug bone tunnel broke. It is unknown how the procedure was completed and there was no surgical delay. The patient condition is stable and no further complications were reported.

Event description:
It was reported that during the arthroscopy procedure, the plug bone tunnel broke. The procedure was completed using a different surgical technique; the plug was no longer used; the new anterior cruciate ligament graft was placed immediately and there was no surgical delay. The patient condition is stable and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case: (B)(4). H11: b5 and h6: event description and impact codes updated.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device finds the entire surface pitted and flaked off. The product and lot numbers are no longer visible due to the surface damage. The device has an unpleasant odor. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.